Manufacturer narrative:
(B)(4). To date the incident sample has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow-up report will be submitted

Manufacturer narrative:
(B)(4). Date of initial report : 03/05/2015. Date of follow-up report : 03/17/2015. One lf1537 ligasure device was returned for evaluation. Visual inspection found noted eschar in the hinge of the jaw only. The jaws were not locked when received. The handle was latched and unlatched without difficulty. The returned sample met specification as received by covidien and the report could not be confirmed.

Event description:
The customer reported that the device was applied to tissue and the jaws could not be re-opened. The method of removal was not provided by the site contact during follow-up regarding the device and incident. A new device of the same type was opened and used to complete the procedure. There was no reported patient injury.